Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Customer phone #: (B)(6).

Event description:
The customer reported false high results from ten (10) patient samples were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.